Event description:
I noticed that my stomach and pelvic area was very itchy. Also I have migraine brain fog,numbness and tingling in arms and hands. I just recently noticed a metal taste in mouth it seems each month I'm getting worse and no matter what I do nothing is getting better.